Event description:
The cath was placed for dialysis via the subclavian vein. After 12 days, the cath broke in area around bifurcation. The heparin lock was 7x/wk. Iodine was used as disinfectant. Removed and replaced. No effect was seen on the pt.